Event description:
The screw was broken when the dr tightened the screw. The screw shaft has remained in the patient's bone.

Manufacturer narrative:
When the dr unscrew the screw during surgery, the head of screw had broken. The screw shaft has remained in the patient's bone. Bioplate has requested user facility for detailed information regarding this case, but have not received sufficient info. Bioplate will follow up with user facility; also requested copy of adverse event report of user facility.